Event description:
It was reported the patient presented to the emergency room in back-up vvi after receiving multiple inappropriate high voltage therapies due to supraventricular tachycardia. A device download was performed successfully. Subsequently, the patient was in stable condition.